Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device does not turn on and hot. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: note any error codes found on the device: - e-73 t-11/14/2022 - 07:37:51 am t-154 e-07/27/2022 - 03:03:09 pm t-321 t-07/27/2022 - 03:03:09 pm e-250 t-06/05/2022 - 05:46:15 am t-250 e-06/05/2022 - 05:46:13 am t-250 t-06/05/2022 - 05:46:11 am e-250 t-06/05/2022 - 05:46:09 am t-250 e-06/05/2022 - 05:46:08 am. Note firmware version as found on the device: - v1.0.4.3830. Was device firmware upgraded? - yes. Note of upgraded firmware version - v1.0.7.4397. Evaluation notes: - not providing the correct pressure, heater plate gets too hot. The pca need to be replaced? - yes. Note additional failures observed: - scratched ui bezel plus. Was customer complaint able to be reproduced? - yes. Note why parts to be replaced: - scrap per deviation v01500886.